Event description:
It was reported that the patient presented with syncope and dizziness one week post routine generator change. There was a capture management and lead warning recorded in the trend data. It appeared that the right ventricular (rv) lead had decreased to low impedance. The rv lead was capped and replaced. It was also noted that there was a capture management warning on the implantable pulse generator (ipg) as the trend data measured higher than the in-office tests. The ipg was explanted and replaced since the lead required a different connector block. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4011 implantable pacing lead (B)(6) 1987. (B)(4).